Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that the user's hearing performance with the device is affected after a head trauma occurred a day prior. The user is now only able to hear loud sounds.

Event description:
The mother reported that the user's hearing performance with the device is affected after a head trauma occurred a day prior. The user is now only able to hear loud sounds but had good benefit before. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The mother reported that the user's hearing performance with the device is affected after a head trauma occurred a day prior. The user is now only able to hear loud sounds.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is scheduled but no exact date has been scheduled yet.